Event description:
A malfunction was reported with the pump, identified by the malfunction code malf 1, although no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.